Event description:
The customer reported that this zm transmitter would not stay powered on. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this zm transmitter would not stay powered on. According to the customer, the unit kept rebooting. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: pu-681ra serial #: (B)(6) device manufacturer date: 05/12/2022 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Manufacturer narrative:
Details of complaint: the customer reported that this zm transmitter would not stay powered on. According to the customer, the unit kept rebooting. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: the returned unit was evaluated and the complaint was duplicated. No visible damage was found. The unit was found with fluid intrusion. The unit was able to start up but it was rebooting and would not show the monitoring screen. The cause of the issue was hardware component failure due to fluid intrusion from user mishandling. D10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: pu-681ra, serial #: (B)(6), device manufacturer date: 05/12/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow up, what type?, h11 additional manufacturer narrative.

Event description:
The customer reported that this zm transmitter would not stay powered on. There was no patient injury reported.